Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but a video was provided for investigation. The video was reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and underfill was observed in four (4) samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® serum blood collection tubes, 18 tubes underfilled. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-jul-2024. Investigation summary: bd received ten customer samples and 1 video review and analysis. Five tubes were submitted for related complaint and 5 were tested for this complaint. The video was reviewed and the indicated failure mode for underfill with the incident lot was not observed. The customer samples were functionally tested and all tubes were within specifications. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Therefore this complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® serum blood collection tubes, 18 tubes underfilled. There was no report of patient impact.